Manufacturer narrative:
Age at time of event: (B)(6). The promus elite ous mr 38 x 2.75mm stent delivery system (sds), catheter was returned for analysis, the following attributes were examined: a visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, concentric target lesion was located in the non-tortuous and moderately calcified and diseased left anterior descending (lad) artery. The lesion contained a bend between 45 and 90 degrees. After pre-dilation with a semi-compliant balloon, a 38 x 2.75 promus elite mr drug-eluting stent was advanced for treatment. However, it was unable to track down the lesion. The procedure was completed with a different device. There were no patient complications reported and that the patient status was stable. However, returned device analysis revealed stent damage.